Manufacturer narrative:
The cause for the discordant (B)(6) total results is unknown. Siemens healthcare diagnostics is investigating. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results." UDI #s: lot: UDI number: 068, (B)(4); 069, (B)(4); 070, (B)(4); 072, (B)(4); 073, (B)(4).

Event description:
Negative advia centaur xp (B)(6) total results were obtained for samples from several patients. The patient samples were tested with two alternate methods and the results were positive. The period of testing was from (B)(6) 2014 to (B)(6) 2015 with different advia centaur xp (B)(6) total reagent lot numbers. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00138 on september 03, 2015. 10/07/2015 additional information: siemens received the samples for further testing and investigation. The patient samples were tested on two advia centaur xp instruments with lot 074. Twenty two samples out of the twenty eight samples had results less than the cutoff of 0.5 index. The remaining six samples tested above the cutoff of 0.5 index. However, the results were right at the cutoff whereas the customer's results had a high negative value. (B)(6). Based on the associated profiles of these patients, it does appear that these samples represent recovered (B)(6) patients. The overall sensitivity and specificity of the assay are not being challenged by the customer. The instrument is performing according to specifications. No further evaluation of the device is required.